Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer reported that the reservoir kept recurring. The customer's blood glucose was unknown at the time of incident. The customer changed everything and the issue was not resolved. The issue was not resolved after troubleshooting. The customer also mentioned that the blood glucose kept rising with the insulin pump on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump was tested with no air bubbles anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.